Event description:
During remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Damage was suspected but not confirmed. During revision, the x-way didn¿t have reveal any anomalies. The rv lead was explanted and replaced to resolve the event. The patient was stable.